Manufacturer narrative:
This report is associated with argus case (B)(4), corega sin sabor. Corega sin sabor is marketed as super poligrip cream in the us. Qa results: summary of investigation: no previous complaints of this nature have been received for this batch. The batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. As the complaint sample was not available a retain sample was sent to the lab for analysis, see results below: (B)(6). Testing was carried out on retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Conclusion: unsubstantiated. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and all be brought to the attention of all relevant site personnel as part of the monthly complaint review process. On the basis of the above, the complaint is now considered closed. Fu2: follow-up 1 was submitted on 05 december 2016 and failed to have the qa results attached. Follow-up 2 was generated to include the qa results. No new follow-up information was received

Manufacturer narrative:
This is associated with argus case (B)(4), corega sin sabor. Corega sin sabor is marketed as super poligrip cream in the us. Qa results: summary of investigation: no previous complaints of this nature have been received for this batch. The batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. As the complaints sample was not available a retain sample was sent to the lab for analysis, see results below: test; appearance (c-5012_1.1) specification; off white to beige mass of gums and petrolatum, free of lumps, granular particles and foreign matter. Result; complies. Test; ph (420n-010c), specification; 6.5 to 7.5, result; 6.5. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Conclusion: unsubstantiated. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and all be brought to the attention of all relevant site personnel as part of the monthly complaint review process. On the basis of the above I now wish to consider this complaint closed - please revert should you require any further information.

Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of laryngeal edema in a elderly female patient who received double salt dental adhesive cream (corega sin sabor) cream (batch number (B)(4), expiry date december 2018) for denture wearer. On (B)(6) 2016, the patient started corega sin sabor. On (B)(6) 2016, less than a day after starting corega sin sabor, the patient experienced throat swelling, difficulty breathing, facial puffiness and lip swelling. On an unknown date, the patient experienced laryngeal edema (serious criteria gsk medically significant) and face edema. The patient was treated with desloratadine and methylprednisolone (metilprednisolone). On (B)(6) 2016, the outcome of the throat swelling and difficulty breathing were recovered/resolved. On an unknown date, the outcome of the laryngeal edema, facial puffiness, lip swelling and face edema were unknown. It was unknown if the reporter considered the laryngeal edema and face edema to be related to corega sin sabor. The reporter considered the throat swelling, difficulty breathing, facial puffiness and lip swelling to be related to corega sin sabor. Additional information this case has been reported by a pharmacist through the call center on the 8th of november 2016. On the same day safety unit performed a phone-call to the reporter. The involved patient was a between 65 to 70 years (she looked like (B)(6)) female patient who used corega fijación 3d sin sabor for the first time on the (B)(6) and after a while, on the same day, she experienced swollen throat with problems for breathing and puffiness face. She went to the urgency department and there metilprednisolone i.v. Was administered. Hospitalization was not required. The swollen throat and the problems for breathing resolved on the same day. However, the next day, on the 5th of november, she still had swollen lips and cheeks. Desloratadine was the treatment for the swollen face since the (B)(6). At the time of reporting, on the 8th of november, the reporter stated that she didn´t know if the patient was completely recover or not. Further information is expected. Follow up information received 25 november 2016 from complaint investigation report notification number: (B)(4). The product complaint was considered unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4), corega sin sabor. Corega sin sabor is marketed as super poligrip cream in the us.

Event description:
Laryngeal edema. Swollen throat / laryngeal edema. Problems for breathing. Puffiness face / swollen cheek. Swollen lips. Facial edema. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of laryngeal edema in a elderly female patient who received double salt dental adhesive cream (corega sin sabor) cream (batch number (B)(4), expiry date december 2018) for denture wearer. On (B)(6) 2016, the patient started corega sin sabor. On (B)(6) 2016, less than a day after starting corega sin sabor, the patient experienced throat swelling, difficulty breathing, facial puffiness and lip swelling. On an unknown date, the patient experienced laryngeal edema (serious criteria gsk medically significant) and face edema. The patient was treated with desloratadine and methylprednisolone (methylprednisolone). On (B)(6) 2016, the outcome of the throat swelling and difficulty breathing were recovered/resolved. On an unknown date, the outcome of the laryngeal edema, facial puffiness, lip swelling and face edema were unknown. It was unknown if the reporter considered the laryngeal edema and face edema to be related to corega sin sabor. The reporter considered the throat swelling, difficulty breathing, facial puffiness and lip swelling to be related to corega sin sabor. Additional information this case has been reported by a pharmacist through the call center on the 8th of november 2016. On the same day safety unit performed a phone-call to the reporter. The involved patient was a between 65 to 70 years (she looked like 70 years old) female patient who used corega fijación 3d sin sabor for the first time on the (B)(6) and after a while, on the same day, she experienced swollen throat with problems for breathing and puffiness face. She went to the urgency department and there methylprednisolone i.v. Was administered. Hospitalization was not required. The swollen throat and the problems for breathing resolved on the same day. However, the next day, on the (B)(6), she still had swollen lips and cheeks. Desloratadine was the treatment for the swollen face since the (B)(6). At the time of reporting, on the 8th of november, the reporter stated that she didn´t know if the patient was completely recovered or not. Further information is expected.